Event description:
It was reported that the patient experienced pre-existing pain symptoms. Interrogation revealed high impedance on some bipolar pairs. The patient's stimulator was reprogrammed with improved coverage. High impedance was still noted on some bipolar pairs. The physician did not plan to do any further action at this time. The patient outcome was reported as no injury.